Event description:
Rayner intraocular lenses limited received notification from the (B)(6) distributor of a suspected cause of calcification on (B)(6) 2012. The event description provided states that calcification developed post-operatively.

Manufacturer narrative:
The reference (B)(4) has been allocated to this incident by rayner intraocular lenses limited. All rayner capsular bag fixated intraocular lenses are manufactured from hydrophilic acrylic (commonly referred to as rayacryl). It is therefore, possible for the reported event to occur on the c-flex 570c and c-flex aspheric 970c intraocular lenses, which are available in the united states of america. Without the ability to examine the product and without clear event details being provided, a failure mode and root cause cannot be ascertained.